Event description:
According to the article "sealing the left atrial appendage: ready for prime time?" In the american journal of the medical sciences, during an attempted occlusion of the laa with the asd device, the device embolized into the left atrium and required surgical removal. No additional information has been received, including when the event occurred or the patient's information. The device was used not used as indicated as it was placed in the laa. The amplatzer septal occluder IFU indicates that the device is intended to close atrial septal defects. The article is attached to this report.